Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer consumed starch heavy foods and did not bolus enough for them. As a result, the customer's blood glucose (bg) level rose to 350 (mg/dl). A correction bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.